Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 unknow - unknown articular surface - unknown unknown - unknown tibial component - unknown g2 : foreign country : united kingdom g2 : literature: chapman-sheath et. Al. (Unpublished) low rate of tibial debonding in a popular knee replacement analysis of a single specialist knee surgeon survival data for the nexgen lps flex femur using option tibia compared to the precoat tibia : a 14 year follow-up study. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00231 0001822565-2024-00232

Event description:
It was reported in a journal article that one patient who was implanted with a precoat tibia and flex femur was revised due to an infection. All available information has been provided.